Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with itching, burning sensation, pus and redness that extended beyond the patch perimeter, which occurred on the same day the sensor had been inserted in the arm. During an annual checkup, the patient presented the skin reaction to the physician. Following assessment, the physician prescribed an oral azithromycin (z-pak) for a duration of five days. No other details were provided. At the time of the report, the patient¿s arm was sore. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.